Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery for a patient admitted in with cardiogenic shock and cardiomyopathy. Prior to the pump placement the native anatomy/circulation was assessed as the feet were discolored and dusky, which are signs of ischemia. The pump was placed but the pump was explanted due to minimal blood flow to the leg after just hours. The pump was explanted and replaced by an axillary placed impella 5.5 pump.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.